Event description:
Related to (B)(6) (same patient). Summary: the hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) did not load properly. It was loaded prior to aorta being punched. At step 4 when pulling the heartstring out it came apart from the unit. They opened up another kit and it worked and were able to do the anastomosis with no issues. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 07/24/2023. An investigation was conducted on 08/02/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The delivery device was not returned for evaluation. The aortic cutter was observed to be intact with no defects. The seal was observed inside the window of the loading device. The seal and tension spring assembly were removed from the loading device with no difficulties. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed. The lot#: 3000322508 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.